Event description:
A twin-o-vac venturi activated suction device with two oxygen sources to provide multiple therapy applications was mounted to an air-shields infant radiant warmer. The caregiver intending to administer suction inadvertently connected tubing to an oxygen outlet instead of the twin-o-vac suction connection. Product labeling denotes oxygen versus suction connections, and oxygen and suction fittings are different. Instructions for the use of suction are considered appropriate.